Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump guides were not properly aligned with the extracorporeal circuit tubing, resulting in damage to the tubing. A replacement roller pump was employed. There was no adverse consequences to the pt as a result of this event.